Manufacturer narrative:
Product complaint # (B)(4). Additional information: component code: g07002 - device not returned additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Is photo available of patient reaction? Not at this time name of surgery? Unsure of exact name but was a spine procedure what was the procedure date? Exact date unknown, pa stated some time in feb. 2024 what date /day post op was the reaction noted? Unknown was any surgical intervention performed? Surgical intervention was not mentioned, only medications. Were any cultures taken? Results? Unknown please describe how was the adhesive was applied. Exact steps unknown for this particular patient but pa is very experienced and has been using prineo for a long time. What prep was used prior to, during or after adhesive use? Unknown was a dressing placed over the incision? If so, what type of cover dressing used? Unknown is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Unknown but pa is aware that these patients are not good candidates for dermabond. Is the patient hypersensitive to pressure sensitive adhesives? Unknown was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Unknown patient demographics: initials / ID, gender, age or date of birth; bmi. Unknown patient pre-existing medical conditions (ie. Allergies, history of reactions) unknown has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Unknown was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Unknown product lot of product used? Unknown current patient status. Unknown but pa said patient was doing better. Name of surgeon? Dr. Abrams what is the physician¿s opinion as to the etiology of or contributing factors to this event? The pa didn't know what may have caused the reaction. Is product available to return for analysis. No this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent an unknown spine procedure on an unknown date in (B)(6) 2024 and topical skin adhesive was used. The patient had a reaction to adhesive. The patient reported a rash in multiple places including along her neck and stomach. Pa said she treated with steroids and ¿wound care¿. Patient is doing okay now but did end up in the ER. Additional information has been requested.